Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ping meter displayed inaccurately low readings compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the meter started reading inaccurately about 3 weeks prior to contacting lfs, although no results were provided for this time. He claimed that on dates and times unknown, he obtained alleged inaccurately low blood glucose results of 210, 160, 66, 59, 71 and 120 mg/dl. The patient manages his diabetes with insulin pump therapy. He denied making any changes to his usual diabetes management routine after obtaining the alleged inaccurate results. He also denied developing any symptoms as a result of the alleged issue. He reported, however, that about 2 weeks prior to contacting lfs, he was taken to the emergency room (ER) where he obtained an unknown result on the ER/hospital meter and received IV fluids from a healthcare professional (hcp). During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the patient's test strips had been stored correctly. The patient did not have control solution available to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because, the patient claims he obtained inaccurate low readings on the subject meter, administered medication based on the results he obtained and reportedly received treatment provided for severe hyperglycemia from an hcp, after the alleged meter issue began.

Manufacturer narrative:
Follow-up #2. The retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. In addition, a device history record review was also performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1: the retain test strips failed the performance testing with blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.